Event description:
It was reported that during a nephrectomy procedure, the first firing across the renal artery, the device fired fine and then when it was reloaded, they fired across the renal vein, it misfired. It only deployed a few staples and the staple line was incompleted, the device did cut at the distal end, there was transection. When the surgeon opened the staple, the jaws were open and the cartridge fell out into the abdomen. The patient began to bleed, he pinched off the vein and opened the patient and completed the case in an open fashion. No blood transfusion was required. The surgery lasted an additional 2 and a half hours when he had to convert to the open procedure. The patient was discharged 4 days later than normal but is stable. The device was discarded at the account.

Manufacturer narrative:
Info anticipated, but unavailable at this time.